Event description:
It was reported that the percutaneous nephrolithotomy was performed for the patient on (B)(6) 2021. It was stated that the internal steel wire of the guide wire at the proximal end was found exposed externally when the outer package was opened. The outer package of the product was checked for integrity prior to use and no abnormalities were found.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. A nitinol guidewire was returned. The guidewire was noted to have approximately 1/4 of an inch of nitinol wire exposed at the distal end. No evidence of kinking was present, and the jacketing looks intact. There was no evidence leading to the exposure of the nitinol wire at the distal end. As the product was returned opened, we are unable to determine when the coating was stripped. Therefore, the reported event is confirmed cause unknown. A potential root cause for this failure is "improper material selection/geometry". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Use extreme caution when using a laser, making sure to avoid contact with the wire. Direct contact could result in damage / breakage to the wire. Attention should be paid to guidewire movement in the urinary tract. Before a guidewire is moved or torqued, tip movement should be examined under direct vision or fluoroscopy. Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur. Sufficient guidewire length must remain exposed to maintain a firm grip on guidewire at all times. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention. This is a single use device. Do not resterilize any portion of this device. Reuse and/ or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the percutaneous nephrolithotomy was performed for the patient on (B)(6) 2021. It was stated that the internal steel wire of the guide wire at the proximal end was found exposed externally when the outer package was opened. The outer package of the product was checked for integrity prior to use and no abnormalities were found.